Manufacturer narrative:
Based on a reassessment of additional event information received from the customer on (B)(6) 2023 and (B)(6) 2023 it has been determined that this event does not meet the criteria for medical device reporting therefore this report was filed in error. Please disregard the initial report and no additional follow up reports will be submitted.

Event description:
The customer reported that they have used several syringes but they are not allowing them to pull back on the syringe for blood collection. Additional information received from the customer on (B)(6) 2023 stated that when they were pulling blood, it did not have a negative pressure to it. On (B)(6) 2023 the customer clarified that the plunger was able to move but the rubber tip wasn¿t sealed to the barrel causing the no negative pressure.

Event description:
The customer reported that they have used several syringes but they are not allowing them to pull back on the syringe for blood collection.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.